Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating the mesh into cooper's ligament during a laparoscopic transabdominal pre-peritoneal hernia repair, the surgeon put pressure onto target tissue and gave a firm squeeze of handle, but tack did not penetrate. And surgeon could tell that something was holding onto mesh when pulling back on tip on tacker. Tried to fire tacker again and the handle had a cracking/popping sound, like it was breaking. The second device was opened and tried firing the tack outside of the patient body and worked fine. So, the surgeon felt comfortable trying it a second time, but the same event occurred as did the first time. Tack did not penetrate target tissue (cooper's ligament) and handle was squeezed again with cracking/popping sound. Took out of patient body and tried pulling out the tack sticking out of distal tip of device and then firing device once again, yet the handle cracked and popped. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both products noted the timing was disengaged and a tack was protruding. Additionally, the triggers of both instruments were jammed. Functionally, the triggers of the instruments were actuated after disassembling the body from the tube. Tacks were jammed in the tubes and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.